Event description:
Screw was broken during insertion. All pieces were retrieved with no impact to the pt. Event resulted in a short delay, however there was no pt injury as a result of this situation.